Manufacturer narrative:
(B)(4). The customer provided one photo of the lidstock and lot number for this investigation. The customer returned one guide wire for evaluation. No other components were returned. Visual examination revealed the guide wire is unraveled from the distal weld and has two kinks inside of the guide wire body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The proximal weld appeared full and spherical. The kinks in the guide wire body was measured at 171 mm and 279mm from the proximal end. The broken core wire measured 599 mm in which is within the specifications; therefore no pieces of the core wire appear to be missing. The outside diameter (od) of the guide wire measured 0.797 mm which is within the od specifications. The undamaged proximal end of the guide wire was able to advance through a lab inventory 18ga introducer needle and arrow raulerson syringe with minimal resistance until it reached a kink. The distal end could not be tested due to the damage. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describe suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in springwire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was damaged was confirmed through examination of the returned sample. The guide wire was unraveled , and the core wire was broken adjacent to the distal weld. Dimensional inspection did not reveal any evidence of a manufacturing related issue. A device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guidewire sheared during insertion. No retained fragment of device in patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guidewire sheared during insertion. No retained fragment of device in patient.